Event description:
Procedure type: lap gastric bypass. According to the reporter: the needle disengaged from the device into the pt's cavity. The surgeon cut the needle off of the suture and removed the needle from the cavity. He then finished the suturing with the remaining suture.

Manufacturer narrative:
Initial report sent: 08/27/2008.